Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam became degraded and caused increased carbon dioxide levels in the blood. The patient did report to receive medical intervention and has been hospitalized 3 times and in the ICU. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
On 05/19/2025, additional information was received, and the telephone number of the initial reporter was updated in section e1.